Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously placed an incorrect statement in h10 of the initial report submitted on that same date. The incorrect statement is as follows: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The correct statement is as follows: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. H3 and h6 have been updated to the correct values.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cellulitis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction revision with an unknown mentor tissue expander experienced cellulitis post procedure. As a result, an explant was performed on (B)(6) 2009. On (B)(6) 2009 a 700cc mentor memorygel breast implant was placed.